Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that the physician decided to do a follow up after noise was noted in a remote monitoring transmission. Oversensing was also seen with no syncope. It was reported that the patient was in a biking accident and had trauma to the abdominal region. The patient was hospitalized and therapy was turned off, and an x-ray will be performed as soon as possible. Additional information noted that a revision took place and this device was replaced with a competitor device. No additional adverse patient effects were reported.